Manufacturer narrative:
All operating currents are within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No excessive no delivery, a17 or a21 alarms were noted however, several a47 alarms were found at the alarm history file due to a corrupted history file. The insulin pump was received with cracked case at the display window corners, cracked display window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had 3 no delivery alarms, an external ram crc error alarm, and a displayable history crc check failed on startup alarm in the alarm history. Customer stated that the pump was stored or not in use for an extended period of time. Customer's blood glucose was 121 mg/dl at the time of the incident. Customer stated that the alarm did not occur during normal use. It was explained that this is normal pump behavior. Customer stated that changing the infusion set resolved the no delivery alarm. Customer ended up in the hospital over (B)(6) weekend when her blood glucose skyrocketed. Customer tried changing out the infusion set and reservoir but customer was admitted and told that it was a problem with a pump error. Customer was doing yard work when she noticed her high blood glucose. Customer's blood glucose was 500 mg/dl at the time and it was currently at 164 mg/dl. In a later call, customer was advised that the pump will be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the solder joints at the c13 interface board were inspected and no anomalies were noted. The insulin pump passed the displacement accuracy test.